Event description:
It was reported to st. Jude medical that the ICD was explanted when inappropriate shocks were delivered. It was also noted there was no pacing and that the device could not be interrogated.